Manufacturer narrative:
Date of birth not provided. Weight not provided. Lot number not provided. PMA/510(k) number not available. Device manufacture date unavailable.

Event description:
It is reported that the unknown biomet screw fractured inside of the implant; consequently, the implant had to be removed.

Manufacturer narrative:
A 3i t3 non-platform switched tapered implant ((B)(4)) was returned. Visual inspection of the as received product identified fragments of the fractured screw in the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. The complainant indicated fractured abutment screw inside of implant. The complaint was confirmed through visual and physical inspection of the as received products. A definitive root cause could not be identified. Device evaluated by manufacturer: change no to yes.